Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge was noted to be inaccurate. When plugged into a power source to be charged, the gauge displayed 83%. However, several minutes later, the gauge displayed 3%. There was no reported impact to the customer's blood glucose level. It was confirmed that the customer had manual injections available.